Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The vent control board (vcb) and vent monitor board (vmb) were replaced to fix the reported issue.

Event description:
The hospital reported that, during patient use, the respirator screen was black and there was a prepare to put the patient on a bag message. There was no reported patient injury.